Event description:
Reference MDR #3006425876-2011-00066 for the first event involving the same pt. It was reported that while in the cardio thoracic intensive care unit, the extension line broke off when the doctor closed the clamps after insertion into the male pt's subclavian vein. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt. The pt had therapy.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.